Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a routine follow-up. Upon interrogation, the ICD stored non-sustained ventricular episodes attributed to noise. Additionally, a low impedance value was detected via fastpath. Subsequently, the lead was capped and replaced. The patient's condition was reportedly good. The date of surgery is unknown at this time.